Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-05003. It was reported that post a stenting treatment procedure in stent restenosis occurred. In (B)(6) 2010 the index procedure was performed. Target lesion one was located in the mid right coronary artery (rca) with 100% stenosis and was 50mm long with a reference vessel diameter of 2.50mm. The lesion was treated with pre-dilatation and placement of a 2.75x20mm taxus liberte stent. Another 2.75x20mm taxus liberte stent was deployed in an overlapping fashion covering the long lesion which extended into the distal rca. Following post dilatation residual stenosis was 0%. Patient was discharged next day on aspirin and prasugrel. In (B)(6) 2011 the patient presented with recurrent angina. The patient was referred for percutaneous coronary intervention. The totally occluded stents located in the long lesion extending from mid to distal rca was attempted to be treated. An attempt to pass two non bsc wires through the totally occluded stents was made but both failed to pass. Physician elected to stop procedure at this point. The lesion located in the distal left anterior descending artery with 70% focal stenosis was treated with direct stent placement using a 2.5x8mm promus drug eluting stent. The next day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Event description:
It was further reported that initially, the reported stent size was two 2.75x20mm taxus liberte stents placed was corrected to two 2.25x32mm taxus liberte stents placed.

Event description:
(B)(4) study. It was further reported that during the index procedure, the target lesion was considered de novo. The patient presented with episodes of sub sternal chest pressure and heaviness associated with profuse diaphoresis. In (B)(6) 2011, the patient presented with sub sternal chest pressure radiating to both arms. The physician elected to leave the right coronary artery alone as there were extensive collaterals to this vessel and the subject had inferior wall motion abnormality.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).